Event description:
We received a report concerning a patient who had previous vision correction surgery (lasik) and subsequently an intraocular lens (iol) implant. Post-implant, the patient experienced unexpected post-operative refraction. The doctor performed a lens explant and replaced the iol with a different diopter lens. No patient complications were reported.

Manufacturer narrative:
Further explanation: the intraocular lens was returned to the manufacturer under a returned goods authorization number that did not indicate there had been an explant or complaint. Because the device was received as a non-complaint, the lens was disposed and not evaluated. Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The lens diopter result shows that lens corresponded to a 8.0 diopter, which was within specification. No deviation was reported. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.